Manufacturer narrative:
Device labeling single use or reuse.

Event description:
Information received from an attorney representing a client who allegedly was wearing an acuvue contact lens and sustained "permanent corneal damage." Additional information has been requested but no additional information has been received at this time.